Event description:
The issue was noted after a soft tissue allograft was used within a 9 or 10 mm tunnel. The tunnel was not dilated prior to insertion. Surgeon did not experience any issues inserting the screw. The screw was seated flush or slightly proud within the tunnel. Ethibond suture was used to secure the graft and vicryl and monocryl was used to close the incision. The pt was undergoing an "aggressive-shelbourne protocol for acls" as a rehab regime. Eight to twelve weeks after implantation, the pt was presented with a "painful lump at tibial incision." After reporting, the site was cleaned out and closed intraoperatively. There was screw material found outside the bone tunnel. Surgeon waited until the pt was six months out to ensure the graft was ok before debriding the site. Then the pt was opened and fragments and fluid (white, soft material, like toothpaste) was removed. Additional fixation was not necessary at that time. Pt is currently okay.

Manufacturer narrative:
Reinforced surgical technique to customer. There is no product being returned for evaluation. Site was not dilated as per the IFU.